Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the labels removed, device opened, capacitor damaged and a scratched screen. The event history log was unable to be downloaded and reviewed. During functional testing, the motor was activated and the device went into battery depleted. The root cause of the reported issue was found to be caused by the circuit board. Actions were taken to mitigate the reported issue: the circuit board was replaced.